Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had frozen on the screen displaying the station information and the carefusion logo. The customer performed a hard reboot of the machine; however, the efforts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the care fusion screen. The technical support specialist (tss) dialed into the system, applied the knowledge article "station got stuck on cfnapp desktop blue screen after upgrade - credential manager enabled", logged as care fusion admin and rebooted the system as care fusion application. Tss then waited for 5 minutes and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.